Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea/flextronics has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. On (B)(6), 2019, it was reported that there was a functional defect with skin graft mesher (B)(4); catches of mill (mesher) go difficult, even after doping (oiling the turning parts). The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Product review of the skin graft mesher by flextronics on april 8, 2019 revealed that the comb and screw were damaged. The calibration was out of specifications on the left side but the device produced a passing sample mesh. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by flextronics on april 11, 2019 which included replacement of the comb, bearings, and cap screw. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event is non-verifiable as it is unclear what exact failure the customer was experiencing with the information provided. Therefore, a specific root cause of the reported event cannot be determined. It was noted that the comb and screw were damaged and the device was out of calibration on the left side. The device was noted to be functioning as intended after the comb, bearings, and cap screw were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that skin graft mesher (B)(4) catches of mill (mesher) go difficult, even after doping (oiling the turning parts). There was no harm and no delay reported. Product evaluation discovered that the mesher comb was bent. No adverse events were reported as a result of this malfunction.